Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction: h7 update: h9 the device was returned to olympus for inspection, and the customer's reportable malfunction of front panel turning off was confirmed. Based on the results of the investigation, it was surmised that the front panel turned off due to faulty circuit board. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit exhibited a front panel blackout. The issue was found during a therapeutic laparoscopic procedure and the procedure was completed with the same device with no delay. There were no reports of patient harm.